Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not working even after multiple batteries were tried with the same results. During in-house engineering evaluation, it was determined that there were some minor scratches and dings along both sides of the device, there was an unknown liquid substance on electric control unit back plate and motor shaft, the device had unnoticeable noise and the ball bearing was corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon complaint review, it was determined that the evaluation was missing some information. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was not working was not confirmed. However, during evaluation, it was determined that the device was fully intact with minor scratches and dings along both sides of the device. It was further determined that the device had an unknown liquid substance on electrical control unit (ecu) back plate and motor shaft. It was further determined that the device had unnoticeable noise and corroded ball bearing. It was determined that these issues are consistent with improper cleaning and wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.